Event description:
It was reported by the customer that the syringe leaks or shoots up when drawing fluid; cracked. No information was received regarding any serious injury as a result of this report.

Event description:
It was reported by the customer that the syringe leaks or shoots up when drawing fluid; cracked. No information was received regarding any serious injury as a result of this report.

Manufacturer narrative:
Section b2 was incorrectly checked as life threatening under adverse event. This submission did not involve an adverse event and has been corrected.